Event description:
It was reported that a pt had the cervical disc implanted at c6-7. An unk time post-op, the pt reported pain in the left side of the neck. Examination shows kyphosis at the operative level and a bridging osteophyte at the level above. X-rays indicate that the bottom level of the device is off-center. The device was explanted and replaced with anterior fixation.

Manufacturer narrative:
Analysis of the returned device observed minimal wear and surface damage. The core was found to exhibit the same glossy surface finish as a never-implanted control. The nominal height loss was 0.7 mm, and did not fall within the manufacturing tolerances for the component. We found no evidence of macroscopic fatigue or chronic impingement of the total disc replacement components. We also found no evidence of damage that would suggest a defect in manufacturing or processing of the implant components. (B)(4) analysis revealed no evidence of chemical changes to the core in vivo.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without add'l device info. Analysis of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event. Review of radiographic images show multiple films of the cervical spine taken with c6-c7 bryan disk in good position after implant. Severe sagittal maladjustment noted primarily at c5-c6 with partial subluxation of facets at that level and eventual bridging osteophyte at c5-c6. Off-center views of the disk do not verify that it is off-center. Eventual revision performed with peek (3 level) and plate.